Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2021-18679. It was reported the patient's right t12 lead had migrated. X-ray confirmed the issue. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Therapy was restored post-operatively. It is unknown which lead had migrated, so both potential leads are being reported.

Manufacturer narrative:
Date of event is estimated.